Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 1350 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue. Customer was admitted to the hospital and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer was discharged 3 days later and continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.